Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. The device history record review provides assurance the part was accepted with conformance to the product requirements.

Event description:
Revision due to loosening.